Manufacturer narrative:
Other relevant device(s) are: product ID 3389s-40, lot# va1luld, implanted: (B)(6) 2018, product type: lead; product ID: 3389s-40, serial/lot #: (B)(4), ubd: 16-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient immediately had problems ever since they got the second implant. Every time the settings are adjusted, they don't seem to hold and within 24 hours they are out of whack. The caller said they went to a second neurosurgeon a couple months ago and both doctors said looking at the MRI following surgery they thought the lead was too deep and affecting the patient. The patient was scheduled for an MRI on monday to see if there was a change since the last MRI. The symptoms reported were: trouble lifting leg, difficulty walking, tremor still comes, speech issues, eyes closing. No further complications were reported or anticipated with this event.